Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/24.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/ debris on product. Visual inspection found no visible damage to lens. Work order search: no similar complaints were reported for units within the same lot. As per the dfu of this lens model,implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd of 2.95mm at the time of implantation. Corrected data: (B)(4).